Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed motor error during priming. The customer's blood glucose was unknown. Troubleshooting was performed, but the alarm persisted. The customer was advised that the device needs to be replaced. Nothing further was reported.